Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of moisture damage, blank display and button error from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that the pump was exposed to laundry water. The customer reported frequent alarms. The customer mentioned that the keypad was not working and the display comes up and goes out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to moisture damage inside force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, prime test, unexpected restart error test, off no power test, occlusion test and no delivery test due to prime alarm. No blank display anomaly noted, however moisture damage found on the electronics and motor. All buttons functioning properly. No damage in keypad assembly noted. Inspected connector on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner and minor scratched display window.